Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the distal gastric artery using a ruby coil. During the procedure, the physician encountered resistance while advancing the ruby coil into the target vessel and reported that the ruby coil was only able to advance 3/4th of the way out of the non-penumbra microcatheter. It was also reported that resistance was encountered upon retraction of the ruby coil, while attempting to reposition the ruby coil. The ruby coil was then removed and was no longer used in the procedure. The procedure was completed with a non-penumbra coil. There was no report of an adverse effect to the patient.